Event description:
On two occasions, a double lumen subclavian central line, in place for less than 24 hrs, broke off at the port cap juncture with a "pop." Line clamped with minimal blood loss and line replaced in or each time.